Manufacturer narrative:
Event: additional information received per the medical records indicate that the patient has a history of deep vein thrombosis. The filter was deployed via the right internal jugular vein. The device was implanted prior to a planned right knee surgery. The results of computed tomography (CT) scans done approximately eleven years and eight months after the index procedure indicate that the filter is centered at the l2 level. It is located inferior to the inferior-most renal vein. The filter is tilted posteriorly within the lumen of the inferior vena cava (ivc). The superior tip of the filter contacts the posterior wall of the ivc, and the inferior tip of the filter contacts the anterior wall of the ivc. The tines of the filter project through the wall of the inferior vena cava, contacting the dorsal margin of the pancreas, the fourth portion of the duodenum and the anterior border of the l3 vertebral body. The scan also revealed mild degenerative disc disease of the lower lumbar spine, mild dependent atelectasis in the lung base and minor atherosclerosis. Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter and perforation of the strut. The patient also experienced sudden, sharp pain in the abdominal area and fear.   Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a recent history of deep vein thrombosis (dvt). The filter was placed prophylactically prior to a planned knew surgery. The filter was implanted via the right internal jugular vein and deployed at the level of the center of the l2 body. Approximately eleven years and eight months after the implantation, the patient underwent a computerized tomography (CT) scan revealed that the filter was centered at the l2 body and inferior to the lower of the renal veins. The filter was tilted posteriorly within the inferior vena cava (ivc). Its¿ superior tip was contacting the posterior wall of the ivc and its¿ inferior tip contacting the anterior wall of the ivc. The ¿tines¿ of the filter were projecting through the wall of the ivc contacting the dorsal margin of the pancreas, the fourth portion of the duodenum and the anterior border of the l3 body. The patient further reported having experienced sudden, sharp abdominal pain and fear. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted and the perforation of the filter struts outside of the inferior vena cava (ivc). As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported an ivc perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted and the perforation of the filter struts outside of the inferior vena cava (ivc). As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.